Manufacturer narrative:
The insulin pump was unable to prime at 2.5 lbs during prime/compromised force sensor system test due to a faulty force sensor resistor. The pump had the battery cap, stripped battery cap coin slot, a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she could not remove the battery on the insulin pump. Customer tried a flat screwdriver and coins. Customer stated that she was unable to remove the battery cap on the pump. Customer was advised to discontinue use if the battery is low. Customer was advised that the pump will need to be replaced. Customer stated that her blood glucose is high. Customer is using manual injections and does not feel well due to her high blood glucose.